Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 127 mg/dl. The customer stated that she got compromised force sensor system alarm when tried to do the rewind and fill tubing. Troubleshooting was performed for prime rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, unit alarmed compromised forced sensor system alarm during basic occlusion test due to slightly loose drive support disk.